Manufacturer narrative:
The baxter technician found the emergency stop button on the control box was defective and control box attachment was bent. The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer. The sabina lift should be subject to periodic inspection at least once per year according to the device IFU, (7en155106 rev. 2). It is unknown if the account performed any preventative maintenance on this lift. The periodic inspection for mobile lifts and sit-to-stand lifts (3en371001, rev 5) states: ¿ press the emergency stop button. With the emergency stop pressed in, verify that the hand control buttons do not operate the lift. ¿ turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. The baxter technician replaced control box and attachment and tested the lift which was functioning as designed. Based on this information, no further actions are required at this time. Although the reported event did not result in a serious injury, the report of an emergency button not functioning during patient transfer could contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
The customer alleged the lift was not functioning properly and the lift arm was not raising, CPR button on control box was defective. This incident was captured under complaint ref # (B)(4).